Manufacturer narrative:
Siemens investigated a united states customer report of an elevated atellica im total hcg (thcg) patient result that was considered discordant versus repeat testing on an alternate atellica im analyzer. Siemens customer service evaluated customer data including, reagent calibration and quality control (qc), and reviewed the analyzer log files. Only this specific sample was considered discordant, as a preventive measure, siemens customer service engineer (cse) was dispatched to perform sample probe troubleshooting that included alignments and adjustments. Upon completion of the troubleshooting, precision and qc testing were performed. All qc replicates recovered within published insert ranges and precision was within expectation for the assay. The thcg assay is performing acceptably following standard service actions. Based on this information, the cause of the initial falsely elevated thcg patient result is inconclusive and isolated to a single sample. The instrument is operational and the thcg assay is performing acceptably following standard service actions.

Event description:
The customer obtained an elevated atellica im total hcg (thcg), lot 360, patient serum sample result that was reported and questioned by the physician because it did not match clinical picture of the patient. The sample was retested on a different atellica im analyzer in duplicate, and the results were lower as expected. A corrected report was issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.